Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual inspection showed the device was in used condition. Review of the event history log showed high alarm: cassette not attached properly. Functional testing found that the pump alarmed no disposable. The investigation found the testing unit was stuck in latch compartment due to a faulty latch lock. The downstream occlusion (dso) sensor was unresponsive. The dso sensor and latch lock mechanism were replaced. The pump then passed all testing.

Event description:
One device was returned for repair and analysis found that the downstream occlusion sensor was unresponsive. There was no patient involvement.